Event description:
Boston scientific received information that this left ventricular (lv) lead was pulled back into the coronary sinus (cs). The lead was removed and replaced. Additional information was sent but no further information was received. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.